Manufacturer narrative:
The reported event of the lead cannot be fixed was not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. A visual and x-ray inspection found no anomalies, except for procedural damage.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular lead was unable to be fixated. The right ventricular lead was not used and replaced. The patient was in stable condition throughout the procedure.